Manufacturer narrative:
Title: comparison of drug-eluting balloon followed by bare metal stent with drug-eluting stent for treatment of de novo lesions: randomized, controlled, single-center clinical trial authors: in-ho chae, chang-hwan yoon, jin joo park, il-young oh, jung-won suh, young-seok cho, tae-jin youn, and dong-ju choi j korean med sci 2017; 32: 933-941 https://doi.org/10.3346/jkms.2017.32.6.933. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal that 90 patients received resolute integrity rx drug eluting stents as part of a clinical trial comparing durg eluting balloons (deb) followed by bare metal stents (bms) with drug eluting stents (des). The patients received dapt prior to the procedure and at discharge. Lesions treated included the lad, lcx, and rca as well as multivessel interventions. Device, procedure and lesion success reported for all 90 test subjects. The 72 patients returned for follow up, adverse events included 2 cardiac deaths, target lesion and vessel revascularization, target lesion failure and major advanced cardiac events (mace)